Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "probable rupture;" capsular contracture, baker grade unknown.

Event description:
Explanting physician reported right side capsular contracture, baker grade unknown and "probable rupture" diagnosed by ultrasound. The device has been explanted.

Event description:
Explanting physician reported right side capsular contracture, baker grade unknown and "probable rupture" diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, voids in the gel, crease fold, wear abrasion and deformation. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing.